Event description:
The hcp reported that the patient developed soreness around the ipg site causeing them to sit differently for comfort. One evening, while lying in bed the patient twisted to reach for a remote control and felt a strong pain around the ipg site, causing them to fall out of bed and break their foot. The patient was advised to try anti-inflammatory medication for pain. The patient has subsequently had the cast removed and has recovered without sequelae.